Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 pocket was failed and drawer was stuck and unable to use the pyxis. A field service engineer (fse) found that the storage space full height drawer 6 had latch catch screws that were sheared off. New screws were installed, and the storage space was recovered and tested by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed. Customer reported entire drawer stuck and unable to use pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.